Event description:
It was reported that the programmer was taking five minutes to boot up. The programmer was returned for service. No patient involvement was reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.